Event description:
A report received from the customer stated: "the balloon is deflating; pt not properly ventilated." A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.